Manufacturer narrative:
H.6. Investigation: video and photos received for investigation, upon =visual inspection a leakage is observed in the y port. A device history review was performed and found no non-conformances associated with this issue during the production of lot ta12130, all product was manufactured according to specification. Twenty retained samples were used for additional evaluation. There were no visual defects noted and in all cases the product performed as expected. Product undergoes inspections throughout manufacturing according to procedure. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. While we cannot identify a direct issue, it is likely this incident occurred due to extra force made by personnel during the manual assembly of the connector and y site.

Event description:
It was reported bd phaseal secondary set (c62) had leakage issues. The following information was provided by the initial reporter: "during compounding, when the pharmacist is injecting chemo into the bottle, the pharmacist noticed a leak from the connector to the injector."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal secondary set (c62) had leakage issues. The following information was provided by the initial reporter: "during compounding, when the pharmacist is injecting chemo into the bottle, the pharmacist noticed a leak from the connector to the injector."